Manufacturer narrative:
Images received depict a two level anterior plate with two inferior screw that are fractured, confirming the event. DHR review cannot be completed at this time as lot number was not provided and product cannot be evaluated as it remains in the patient. Unknown factors include: the exact date of fracture between follow-ups, patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, the degree of post lateral pseudarthrosis (12 months post-op and fusion appears to be achieved) or patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (no trauma was reported.) These factors dictate the longevity of the implant. Root cause cannot be determined

Event description:
On (B)(6) 2025, patient underwent a two level acdf procedure (c5-c7). During routine 12 month follow up it was reported that the c7 bone screws had fractured. Patient is asymptomatic currently, with no plan for revision surgery at this time.